Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and passed. The global transmitter final functional test was performed and passed. A pairing test with the (B)(6) bluetooth device was performed and passed. The data file was reviewed and there was no data available. The reported customer complaint was not confirmed because the device passed the functional testing. The reported allegation was not found.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation. No additional event or patient information is available.